Event description:
It was reported the patient had the extensions replaced due to erosion. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Other = extensions.